Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source study, presenting the experience with surgical management of placenta praevia percreta. A total of 58 patients underwent ultrasound mapping of the placental area before surgery. Cesarean section delivery was performed for percreta patients over the 34th week of gestation if no other emergent situation (bleeding, uterine contraction, membrane rupture) was present. Four patients (6.9 %) had bladder injury as a result of dense adhesions between the posterior wall of the bladder and uterus during dissection. All these injury cases are managed together with expert urologist. One patient (1.7 %) required cystotomy, and one patient (1.7 %) required re-operation because of postoperative hemorrhage. Four patients (6.9%) had disseminated intravascular coagulation (dic), two patients (3.4%) had pulmonary embolism and four patients (6.9%) with wound infection.